Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Fse followed up with the customer over the phone to address the reported event. Fse confirmed the issue with the customer over the phone but was unable to reproduce the issue. Fse instructed the customer to him prepare a 15% bleach solution, then remove the filter of the wash and diluent straws from the reagent containers, and then put them in the bleach solution. Fse instructed the customer to run five times for the wash and five times for the diluent, and then repeat the same process with di water. Next, the customer put them back in the reagent and primed. The customer was instructed to do the same thing three times for the substrate system. The customer was subsequently able run qc without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 20dec2018 to aware date (B)(4) 2020. There were no similar complaints identified during this search period. A 13 lot-serial number specific history review for similar complaints was performed for ctn lot #j519367 from 20dec2018 to aware date (B)(4) 2020. There were no similar complaints identified during this search period. The aia-900 operator's manual, safety precautions was reviewed. Safety precautions for use: handling biohazards with care. Only person with sufficient knowledge of immunological assay techniques and the procedures for handling infectious waste materials should be allowed to operate the aia- 900. There is always the possibility that blood and body fluid may have been contaminated by infectious agents. Mistakes in system operation and handling of such materials can result in the transmission of infectious agents to the system operator and/or to nearby person. It is recommended that all specimens be handled with the utmost of care and that the proper protective clothing (goggles, gloves, mask etc.) Be used at all times during maintenance procedures. All specimen containers, including used test cups, sample tips, reagent bottles, sample cups and waste fluids may have been contaminated by blood and body fluid. It is recommended that proper protective clothing (goggles, gloves, mask etc.) Be worn at all times and that waste materials be disposed of in accordance with the following directives and all other relevant laws and regulations to protect all person in the general operating vicinity and the surrounding environment. Place fluid containers only in designated locations. Placing solution containers randomly within the main unit may result in spillage, which is causing short circuits that can damage electrical insulation and result in electrical shock. Use only tosoh designated components. Use only accessories and consumables (supplies) listed in the maintenance accessories and consumables section. At system shutdown, replace the substrate solution remaining in the substrate line with substrate replacement solution (70 % ethanol) if the substrate solution remains in the substrate line for a long time, it may precipitate. Precipitation in the substrate line may clog the substrate line. Replacement of the substrate solution with distilled water may cause contamination of the substrate line and raise the substrate background. Make sure to use the substrate replacement solution (70 % ethanol) at system shutdown. The most probable cause of the reported event was due to biological contamination of the system.

Event description:
The customer reported sporadically having issues with false elevation on cardiac troponin (ctn) using lot # lot j519367 for patient samples with their aia-900 analyzer. The first ctn result was high, and upon rerun it was low. The customer reported previously having similar issues in which the field service engineer (fse) resolved the issue by changing the substrate 3-way valve and changing the wash probe. The customer also stated that the issue occurred sporadically with other lots. As a result, the customer ran ctn samples twice before reporting results, and they run plasma and spin the samples for eight minutes. The customer stated they did not see the same issue with other analytes, but ctn results were normally low. Quality control (qc) values were reportedly in range. Technical support (ts) instructed the customer to perform n=20 precision with cv =8.2%. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results for ctn. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.